Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in spain, it was a case of a 23mm sapien 3 ultra resilia valve implanted in the aortic position by right transfemoral approach. During the gross alignment maneuver, the operator positioned the valve beyond the radiopaque balloon markers, which resulted in asymmetric balloon inflation and subsequent embolization of the valve into the left ventricle during inflation. Consequently, the patient was referred to surgery for device removal and implantation of a surgical valve. The patient was in stable condition. As per information provided, the root cause of the event is related to operator positioning the valve beyond the radiopaque markers during the alignment maneuver.